Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported of not being able to remove battery cap. When battery cap was removed with a screwdriver, customer reported that battery cap and pump was damaged. Customer's blood glucose was 526 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip.